Event description:
The hcp reported that the patient stated she had a pump refill done on (B)(6) 2011. On (B)(6) 2011, the patient reported she was seen at the hospital in withdrawal and was prescribed oral morphine. The clinic that the patient was being seen at did not manage intrathecal morphine pumps, so they were sending the patient back to the physician that filled the pump. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Event description:
A withdrawal was reported prior to pump refill. Pt was currently in the hospital and was admitted (B)(6) ago (from the date of the report). It was stated that the refill date was missed; volume in pump was below recommended volume to maintain adequate infusion. The refill was due on (B)(6) 2011; however, there was a discrepancy in the refill date "as reported refill may have been due in (B)(6)". Pt believed that the pump "malfunctioned"; the pump did not alarm because of going empty, however pt is hard of hearing. Telemetry was not performed. Pt had financial issues with the managing physician and was considering hcp options.